Event description:
The customer reported that a patient burn occurred during a procedure where two generators were in use. A monopolar footswitch that was connected to the forcetriad generator was mistakenly activated, which in turn activated a non-covidien pencil that was in contact with the patient. The surgeon had been expecting the monopolar forceps that were connected to the other generator to be activated, so attention had been on the forceps and not on the pencil. The patient received a burn from the pencil at the top of the incision area. The burn area was excised, and was sewn up with the surgical incision at the end of the procedure, resulting in a slightly larger surgical scar than was anticipated.

Manufacturer narrative:
(B)(4). To date the incident generator has not been received for evaluation. If the unit is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.